Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient inserted sensor in arm which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.